Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector unlocked on the lcd board. The keypad traces was inspected and anomalies noted. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to unresponsive buttons. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 428 mg/dl. Customer stated that the up and down arrow are not responsive. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 428 mg/dl. The customer was treated for high blood glucose with injections and pump. Customer has a urinary tract infection and is on antibiotics.